Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided that generalized illness does not apply to this complaint. The "cause not established" conclusion code has been removed and replaced with "known inherent risk of device" due to the deflation to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implants (375cc on the left; 300cc on the right) on (B)(6) 2008. The patient was diagnosed with left-sided capsular contracture (baker grade IV). A CT scan on (B)(6) 2019 identified an intracapsular rupture on the left-sided device. Additionally, the patient's physician suspects that her symptoms could be related to generalized illness. This report is for the patient's right-sided device.